Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer experienced low blood glucose of the 40 mg/dl. The customer stated that, over the past few days, the sensor glucose verces blood glucose has been off by 50 to 70 points. The customer treated low blood glucose with the glucose tablets. Based on customer report customer does not allege pump was over delivering. Insulin delivery was not suspended due to sensor glucose verces blood glucose difference. Sensor glucose value from reported event was 109 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. The device will not be returned for analysis.